Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site found that the unit boots up with error codes 3 and 4 caused by the main pcb. The site replaced the main pcb to correct the complaint. The generator was serviced, then burned in, functionally tested, and was found to operate properly. The device history record was not found at the service and repair site; therefore, no device history review can be done. The unit passed all qa functional testing and was returned to the customer.

Event description:
It was reported that when the hand piece was attached to the generator, rec'd an error code 3. Handpiece error, followed by an error code 4, overtemperature error when the test button was pressed. No pt involvement occurred. One device to be returned for analysis.